Manufacturer narrative:
The patient's age was 2 months and 23 days.

Event description:
A customer reported to biomérieux a false positive result involving an absidia species in association with a bact/alert pf plus bottle containing an infant blood culture. The bottle was flagged positive with the bact/alert instrument. The customer then sub-cultured the bottle and identified the absidia species, but indicated considering it a contaminant. The customer described the infant as being (B)(6) with many other health issues. The customer reported not knowing if there were consequences, treatment changes or delays due to the positive bottle. No further information is obtainable as the customer stated they do not want to provide additional information or be contacted. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was conducted in response to an inoculated bact/alert® (bta) pf plus bottle, contaminated with the non-bacillus species, absidia. The customer was unable to report the lot number of the bottle and reported not knowing if there were any consequences, treatment changes, or delays as a result of this contaminated inoculated bta pf plus bottle. In order to help determine if the contaminant entered the bottle at the time of inoculation, the customer was asked to provide detailed bottle information and specifics pertaining to the hospital's bottle storage and preparation, and specimen collection procedures. The customer was only able to provide responses concerning the storage, preparation, and collection procedures, which indicated they follow a protocol to keep from contaminating the bottles. All biomerieux products are manufactured under validated processes to mitigate contamination. Media is filtered prior to filling to reduce bioburden. The filled bottle is then stoppered and crimp sealed. Finished bottles are autoclaved in a validated process delivering an "f0" of 18 to kill remaining bioburden and spores. The environmental monitoring (em) data for all lots shipped to this customer that were in date at the time of the complaint on 30nov2016, were reviewed by quality control. The review found no em action limits had been reached for any of these bta pf plus lots. Bta products must meet quality finished goods release criteria prior to being released by quality assurance. Final batch review encompasses an evaluation of the filling, labeling, and packaging processes and inspections. The investigation examined the instructions for use for bta pf plus bottles, and determined sufficient caution on inspection of bottles before use and the importance of proper handling technique is provided to the user. The root cause was not determined as no product information was given by the customer. With the limited known information given, there cannot be a determination of specific bottle lot performance. The biomerieux manufacturing site is excluded as a contamination source, as there are validated manufacturing and inspection processes, along with qc data that supports the effectiveness of these processes, in place to mitigate bottle contamination. Also, there have been no other complaints of mold or any mold identified during environmental monitoring at the manufacturing site.